Event description:
On (B)(6) 2014 - catheter was placed without incident on (B)(6) 2014. Nurse called interventional radiology to report that when she went to disconnect the white hub of the hickman from the IV tubing, allegedly the bottom 2/3rds of the white hub disconnected form the catheter and the top 1/3rd of the hub. It was said the catheter was subsequently clamped and removed.

Manufacturer narrative:
A lot history review (lhr) of huyh1926 showed no other similar product compliant(s) from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.